Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal refixation in knee arthroscopy, the surgeon failed to deploy the second implant. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is in its customary position on the needle. T2 has been advanced to the dimple. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. No root cause related to the manufacture of the device can be established.